Manufacturer narrative:
Conclusion: an actual device involved in this event was returned for evaluation. The device was functionally and visually evaluated. The device operated as intended during evaluation.

Manufacturer narrative:
(B)(4) - blade seized/stopped. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic-assisted vaginal hysterectomy on (B)(6) 2014. During the procedure, the device stopped activating. Another like device was used to complete the procedure with no adverse patient consequences.